Event description:
It was reported the customer had a motor error alarm on their insulin pump. Customer also had a piece missing from their battery compartment. Customer did not drop or bump their insulin pump. Customer was advised to disconnect from the insulin pump. The customer's blood glucose was unknown. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.